Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in sterile pouch. During preparation, a bsc imaging catheter was selected for use. However, a lifesaver was found inside the sterile pouch. The procedure was completed with another sterile pack of the same device. No patient involvement.